Event description:
Pt underwent an ultrasound guided implant for recurrent prostate cancer after external radiation given in 1989. The recurrent cancer was rock-hard and partially enveloped the rectum. The ultrasound tech had to inflate the balloon on the rectal probe with more pressure than usual because of the fixation of the prostate to elevate it to a position to enable implantation of the palladium seed, apparently causing a tear in the rectum above the peritoneal reflection, thus allowing rectal contents into the pelvic and abdominal cavity. A temporary colostomy was performed on july 4th, 1996 and revised on 7/8/96.